Event description:
It was reported that the customer did not see drips coming out the end of the tubing during the load process. Tandem tech support had customer inspect luer lock and a leakage was found there. The customer reportedly connected the luer lock incorrectly. Customer reconnected the luer lock and was able to perform the rest of the load sequence and resume insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has been received for eval; should new relevant info become available, a supplemental report will be submitted.